Event description:
It was reported that an insulation anomaly was observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.